Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the impactor device separated causing it to fire full auto. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device failed visual assessment as the housing was cracked and the housing had separated from the mid plate. It was further determined that the device was functionally tested and was found to operate as intended, however the housing was cracked and the housing had separated from the mid-plate and the trigger was loose (the trigger coming loose is also the cause of the housing separating from mid-plate). It was further determined that the cracked housing was consistent with having been dropped-user error. It was determined that the most probable cause for the found defect was improper handling (device dropped cracking) by the user (improper handling). It was further determined that the rear housing had separated from the mid-plate and the trigger screw was coming loose which was consistent with normal wear. Therefore, the reported condition was confirmed. The assignable root cause for the cracked housing was determined to be traced to user, which is user error. The assignable root cause for the loose trigger was determined to be due to component failure from wear.